Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# ke102 and 510k# k123771 and (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery at level "d12". Intra-op, pressure automatically went to zero, at this moment inflated balloon wasn't visible in "rx" and when it was removed, balloon ruptured. Product came in contact with the patient. No patient complications were reported. Patient was not allergic to contrast media.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.